Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized. Customer stated he was recently diagnosed with gastroparesis and had not been eating much. He has been having low blood glucose values lately. Customer stated that he was acting funny before lying down and his (B)(6) son could not wake him up and called 911. Blood glucose value was 23 mg/dl when the ambulance got to him. Nothing further reported.